Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report a hypoglycemic event with loss of consciousness, in addition to cgm inaccuracy on (B)(6) 2013. The patient claimed that the cgm was giving erratic readings and reported that he lost consciousness for approximately one hour. The patient reported that around the time of the incident his blood glucose meter was reading 45 mg/dl and cgm was reading somewhere over 100 mg/dl. The patient reported that paramedics treated him with a glucose IV on (B)(6) 2013 and indicated that the paramedics did not transport him to the hospital, as they released him after he had regained consciousness. At the time of the call to dexcom technical support, the patient stated that he was in fairly good condition other than having diabetes for 40 years.